Event description:
Customer reports one incident of a blood leak at the onset of treatment on use #8. Noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 100 cc's treatment was continued with a new dialyzer and new blood lines without incident. No patient injury or medical intervention reported.